Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging packaging issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips have been returned and evaluated by product analysis with the following findings: the test strips with this complaint failed testing. The returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.